Event description:
The physician gained access with the outback re-entry catheter (otb) and used a .014 balanced heavyweight wire that got stuck and would not allow the needle to be retracted. The wire was then removed and replaced it with a stabilizer. The stabilizer was then advanced though the needle into the true lumen, but the wire got stuck. Apparently the needle was retracted. They had great difficulty removing the otb. The wire tore and the tip was lost in the subintimal space. The wire was not retrieved from the patient. The physician then aborted the attempt and turned the patient over and went through the popliteal artery. This attempt went well. The target lesion was the superficial femoral artery (sfa). The lesion was a chronic total occlusion.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.this is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00279 and 1016427-2010-00043.

Manufacturer narrative:
The physician gained access with the outback re-entry catheter (otb) and used a .014 balanced heavyweight wire which became stuck and would not allow the needle to retract. The wire was removed and replaced with a stabilizer guidewire. The stabilizer wire was advanced though the needle into the true lumen, but this wire became stuck. Apparently, as the needle was retracted the wire tore and the tip was lost in the subintimal space. Great difficulty was encountered removing the otb. The separated piece was not retrieved from the patient. The physician turned the patient over and gained new access through the popliteal artery and was able to complete the procedure. The target lesion was a chronic total occlusion located in the superficial femoral artery. There was no reported patient injury. One non-sterile stabilizer was received coiled in a plastic bag. The coated wire was found kinked / bent. When observed under microscope, the distal tip appeared to be fractured. The unit was sent to a sem analysis in order to determine possible cause of fracture. Scanning electron microscope (sem) analysis was performed and the results showed that the wire fracture surface presented evidence of bending and smearing characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. No characteristics of chemical or corrosive attack were noted in the fracture surface. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. A DHR review was not performed given that a lot number was not provided. The complaint reported as guidewire_fractured-separated/in patient was confirmed given the finding from the analysis; however, no damages were reported to have been found on the product before the procedure. It was also reported that the lesion was a chronic total occlusion. Based on the information provided in the complaint documentation and the evidence presented by the specimen device, procedural factors appear to have contributed to the reported failure. No corrective action will be taken at this time. Although no specific conclusion can be made in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00279 and 1016427-2010-00043.